Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
Summary of the investigation: with the available information, boston scientific confirmed that the returned device was operating in safety mode due to a memory error, and that critical therapy remained available. This memory corruption was corrected in the laboratory and the device returned to normal operation. The cause of the memory error was not able to be determined through extensive testing but was likely the result of therapeutic or environmental radiation exposure. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this product was confirmed to be operating in safety mode due to a memory inconsistency upon return to boston scientific. This error was corrected during laboratory analysis and subsequent testing revealed normal device function. The cause of the memory error was not able to be determined through extensive testing but was likely the result of therapeutic or environmental radiation exposure.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker has been received for analysis.